Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and fault ID 0x277d, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.